Manufacturer narrative:
Peacock, z, and et al. (2014) orbital fractures and ocular injury: is a postoperative ophthalmology examination necessary. J oral maxillofac surg, volume 72: 1533-1540. This report is for unknown - titanium mesh/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4) refers to one patient who had repaired emergently due to muscle entrapment. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article peacock, z, and et al. (2014) orbital fractures and ocular injury: is a postoperative ophthalmology examination necessary. J oral maxillofac surg, volume 72: 1533-1540. The purpose of this article is to determine whether formal ophthalmology evaluation is necessary after operative repair of orbital fractures and the association of an ocular injury to the severity of facial injury. This was a retrospective cohort study that occurred from january 2005 to december 2013. The study included twenty-eight (28) patients, which consists of twenty-five (25) males and three (3) females. The average age is 35 years old (range 12-56 years). The average follow-up time was 23 weeks (range 1 to 156 weeks) a copy of the literature article is attached to this medwatch. This is report 1 of 2 for (B)(4). This report is for an unknown - titanium mesh and refers to patient 15 ((B)(6)), who had repaired emergently due to muscle entrapment.